Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The representative reported via e-mail that the sensor had inaccurate readings. The customer's blood glucose was 152 mg/dl and sensor glucose was 69 mg/dl at the time of incident when it triggered threshold suspend. The representative stated that the sensor had a bent cannula on the sensor. The representative stated that the customer declined helpline assistance. The sensor will not be returned for analysis.